Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow-up and the lead was found to have displaced from the original implant position. The lead was working well, but only three of the four poles were in the posterior lateral position. During rv lead explant the lead was found to be in a secure location. Repositioning was not done and the patient was stable during the procedure. The patient continued with usual post-op checks.